Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during multiple cryo ablation procedures, the valve of the sheath did not have a tight seal. The outcome of the cases are unknown. No patient complications have been reported as a result of this event.